Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented for a follow-up, loss of capture and decreased r-wave amplitude were observed. X-ray revealed lead dislodgement. The lead was explanted and replaced when repositioning was unsuccessful. The patient tolerated the procedure well and will continue to be monitored.